Manufacturer narrative:
One single dpt kit  was returned for examination. The reported event of "foreign object" was confirmed. As received, a purple particulate was found inside of the drip chamber. The particle was approximately 0.5cm in length. The particle stayed inside of the drip chamber during 5 minutes of continuous flushing. No other particulates were observed. The dpt zeroed and sensed pressure accurately on a pressure monitor. No visible damage was observed from the kit. A review of the manufacturing records indicated that the product met specifications upon release.   A particulate in the drip chamber will be caught by the micro-filter at the base of the drip chamber. Therefore, there is no potential for this to enter the tubing, fluid path, and subsequently into the patient¿s vascular system. This would not be a reportable event.   It is common clinical practice to inspect all products before usage. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. The noted particulate was not able to be flushed out during 5 minutes of continuous flushing.   Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that during use in a patient of this disposable pressure transducer (dpt), a foreign object was found in the tubing of the product. There was no allegation of patient injury. The device was available for evaluation. No patient demographics were available.